Event description:
On (B)(6) 2016 12:56 pm (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that condensation in the filter occurred while it was connected to a patient, the filter was immediately change by another one. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Additional information received from the hospital stated that the filter was a single-use bi-directional bacterial/viral filter, and that nebulization was active during the time of the event. No parts were returned and therefore, the investigation was based solely on the received device logs evaluation. The ventilators¿ logs contained alarms that indicated the expiratory pressure had increased at the time of the event. The logs do not contain technical alarms to indicate that there was a ventilator malfunction at the time of the event. The user¿s manual contains warnings that the user must carefully monitor the expiratory airway pressure to protect the patient against accidental high airway pressure when using the filter, and that during nebulization a sudden increased resistance in the expiratory filter may occur due to clogged filter pores which may require immediate filter replacement. The filter has not been investigated but, our conclusion in the matter (based on the available information) is that the cause for the reported event was a clogged filter. The ventilator onto which the filter was connected alarmed for the situation as designed.

Event description:
(B)(4).